Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error 5 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self-adjusting insulin. The error 5 began approximately one week prior to contacting lfs. It is not known if the patient was able to obtain her blood glucose readings after the product issue began. At an unspecified date and time after the error 5 began, the patient reportedly developed "high sugar symptoms." Three days prior at 10:15am, the patient increased her novolin insulin from 6 units to 10 units. The patient did not test on any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that testing technique was correct, the test strips were in good condition, and the error 5 was not resolved with a new vial of test strips. This complaint is being reported because the patient claimed, she had "high sugar symptoms" after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.